Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant product: catalog: 3542620r lot: 174455. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor siltex round spectrum 225cc saline breast prosthesis. Deflation of the left breast prosthesis was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 7/12/2018, mentor became aware that the correct concomitant product was mentor siltex round moderate profile 175cc saline catalog: 3542620 lot: 174455. Mentor also became aware that the replacement devices were the following: (left) mentor memorygel breast implant 300cc gel catalog: 3503004bc, lot: 7466044, sn: (B)(4) and (right) mentor memorygel breast implant 325cc gel catalog: 3503254bc, lot: 7442440, sn: (B)(4). On 7/13/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/16/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.6 cm within lines of shell wear and area of siltex cracking on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).